Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained low blood glucose levels since receiving the insulin pump. The customer stated that for the last 3 nights, she had blood glucose readings as low as 28 mg/dl. She stated that she treated a blood glucose reading of 38 mg/dl with juice and jelly beans, but she was unable to get her blood glucose levels to rise and stabilize. The blood glucose reading rose to 58 mg/dl. She noted that she had bolused 25 units of insulin for dinner 2 hours prior. The most recent blood glucose reading was 79 mg/dl. Upon inspection, it was found that the reservoir showed the same amount of insulin as was shown on the status screen. No significant events leading to the low blood glucose event were noted. She was advised to contact her doctor regarding low blood glucose and her insulin. She advised that she would monitor the device and call back if the issue persisted. Nothing further reported.